Event description:
It was reported that 3000 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes overfilled. The following information was provided by the initial reporter: "citrate tube overfill. Blood volume filling over 2.7ml."

Manufacturer narrative:
The following fields were updated due to additional information: h6: investigation summary: bd did receive several photographs from the customer in support of this complaint, showing a satisfactory draw level. Therefore, 20 retained samples from the bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 3000 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes overfilled. The following information was provided by the initial reporter: "citrate tube overfill blood volume filling over 2.7ml".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3000 bd vacutainer¿ 9nc 0.109m buffered trisodium citrate plus blood collection tubes overfilled. The following information was provided by the initial reporter: "citrate tube overfill blood volume filling over 2.7ml".